Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. The target lesion was located in the subclavian artery. During initial advancement of the 20mm x 2.0mm maverick 2 balloon, a shaft break occurred approximately 4" from the hub, which is at a portion unlikely to enter the patient. The device was exchanged for another of the same and the procedure was completed. There were no patient complications reported and the patient's status is ok. However, device analysis revealed the shaft break was located on a portion of the device that may enter the patient.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned product revealed the device was received in 2 pieces. The proximal end measured approximately 26cm to the breaking point. The distal end measured approximately 123.5cm to distal tip. Contrast was visible in the balloon wall. Microscopic inspection of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).